Event description:
A report was received that a patient will be revised due to their ipg causing pocket site pain when turned on. The physician suspects a problem with the ipg and suggested that the ipg should be replaced. The patient is getting adequate stimulation where needed, despite the pain at the pocket site when device is on.

Manufacturer narrative:
Additional information indicates that the patient's pain was higher than where the ipg was. The patient was reprogrammed and is reportedly doing well. The patient will no longer be revised.

Event description:
A report was received that a patient will be revised due to their ipg causing pocket site pain when turned on. The physician suspects a problem with the ipg and suggested that the ipg should be replaced. The patient is getting adequate stimulation where needed, despite the pain at the pocket site when device is on.